Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Event description:
It was reported that the day after implant, the lead showed no capture and unacceptable thresholds. A lead revision was performed, but several attempts to find a good spot for the sensing was difficult. After the screw was fixated, the sensing decreased by half the value of the mapping value. The lead was explanted and was replaced with a new one. No patient complications have been reported as a result of this event.